Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the loading unit was partially applied and engaged in interlock. The anvil clamping mechanism was deformed. The anvil was bowed. The tissue stops of the loading unit were bent outwards. There was damage on the cutting edge of the knife blade. Functionally, the loading unit was loaded into a post market vigilance (pmv) instrument. The interlock was overridden and the loading unit was applied to test media. All the remaining staples were placed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the tissue stop deformation may occur when the tissue stop catches on the trocar during removal, or if an attempt is made to remove the device while in the articulated position. Any forceful effort to remove the loading unit will result in the tissue stop being peeled distally and prevent the loading unit from being removed from the trocar. Replication of the bowed anvil, buckled knife bar assembly, and deformed anvil clamping feature may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Damage to the anvil by any of the previously mentioned methods may cause the tissue stops to begin to flare outwards as the anvil deforms. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach tissue on an open radical resection of esophageal carcinoma, the surgeon was able to press the green button but the stapler did not fire. A new reload and stapler was used to complete the case. It was stated that two reloads had the same malfunction during the same event. There was no patient injury.